Manufacturer narrative:
(B)(4). D10 - associated medical devices: tprlc 133 t1 pps ho 18x156mm; item#: 51-104180; lot#: j7768272. G2 - foreign: netherlands. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a day after implantation, the patient underwent a revision surgery due to a fracture of the femoral head. The surgeon did not identify any abnormalities or contributing factors that may have led to the fracture. It was also noted that the liner and shell utilized during the initial surgery were competitor devices. Due diligence is in progress for this complaint; no further additional information or product has been received at the time of this report.